Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the caller stated they needed to know if they could have an MRI. Agent reviewed MRI compatibility with the caller. Caller stated the stimulator has "never been functional." No symptoms were reported. Additional information was received; it was reported the device worked weakly for 2 days then failed. It would not restart or charge per document instructions. The patient non-rechargeable had worked well.